Event description:
It was reported that the event occurred while in the emergency room during insertion. The md attempted to insert a cl-07845 into the coiled sheath; the proximal part of the dilator was pulled out. As a result, the device was removed. The md opened a new kit and the procedure was completed successfully. There was no report of patient death, complications, injury or medical/surgical intervention required. There was no delay or interruption in therapy noted. The patient outcome is no harm to the patient. Additional information received on 13jan2015 from the distributor stated that the blue hub was separated from the dilator.

Manufacturer narrative:
Qn# (B)(4).